Event description:
The surgeon was closing the breast tissue during a reduction mammoplasty with the needle holder and the section of the needle holder teeth broke in half. The pieces of the device were removed from the field. There was no known patient injury.